Event description:
The ge oec 9900 fluoroscopy system would not rotate the image correctly. Icons for image rotation not present or not working correctly. Auto-hisro would deactivate.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the camera high voltage cable and the control panel processor pcb. Additionally, the fluoro function and generator interface, and system interface pcbs were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.